Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:00 am after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user was unresponsive with a blood glucose reading of 268 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 42 mg/dl. The end user was given an IV fluid to assist in stabilizing her blood glucose level along with a peanut butter and jelly sandwich. Subsequently it was determined that transport to the ER was not necessary. No additional details were provided in regards to this medical event.